Manufacturer narrative:
The customer's report that the tubing set leaked and separated from the distal port closest to the patient during use was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components visual inspection confirmed that the tubing was completely separated at the engagement between the tubing to the set¿s smartsite inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. Blood residue was also observed throughout the entire set predominately at where the separation occurred. No other anomalies were observed with the set. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the rn found blood on the patient's bed linens. Upon assessment, it was found that the tubing set had separated from the distal port closest to the patient during use in the adult operating room. At the time, the patient was undergoing a surgical procedure with lactated ringers infusing at an unknown rate, as well as other medications, being given throughout the procedure. The tubing set was opened and removed from the package and placed into use that day. The customer later confirmed, that there was no harm or adverse effects caused to the adult patient from this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse found blood on the patient's bed linens. Upon assessment, it was found that the tubing set had separated from the distal port closest to the patient during use in the adult operating room. At the time, the patient was undergoing a surgical procedure with lactated ringers infusing at an unknown rate, as well as, other medications being given throughout the procedure. The tubing set was opened and removed from the package and placed into use that day. The customer later stated that there were no adverse effects caused to the adult patient from the event.